Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID failed. When user signed in to machine it was requiring a witness every time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A technical support specialist followed knowledge article (ka) "bioid lumidigm update package 1.3 release for es - failure recovery fix" to install the lumidigm shim package v1.3.0.10. Realized v1.3.0.10 was already installed, but the last digit was cut off in the application display. Medapplication logs confirmed the bioid sensor was functioning normally; however, several users failed authentication due to spoofed fingerprints, requiring witness verification. Reinstalled the bioid driver, disabled the bluetooth adapter, and rebooted the station. Drivers were successfully upgraded, and the station should function normally. The system functioned as intended after the technical support specialist troubleshot the device.